Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead had low pacing impedance, no capture threshold in the bipolar configuration and an elevated capture threshold in the unipolar configuration. Programming changes were made. On (B)(6) 2024, the patient was seen in the clinic. The physician suspected a possible insulation breach in the lead. Fluoroscopy and x-ray imaging were conducted, but the insulation breach could not be visualized. The physician decided to cap and replace the lead on the same day, (B)(6) 2024. The patient was in stable condition.